Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 3 (indicating that the sensor is in the primary operating state and has yet to reach its end of life at the time of return.) Performed a visual inspection and a cracked neck was observed on the sensor plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture and all results were within specification. Additional testing has been performed for this issue and poise voltage testing and sensor temperature testing were both within specification, indicating the that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. In addition, sensor state 3 is an indication of normal sensor termination, therefore, the cracked sensor neck observed during investigation occurred post-wear. This issue likely occurred due to movement of the used sensor during shipment back to abbott diabetes care for investigation, therefore issue is not confirmed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore, this issue is not confirmed. An investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.